Event description:
Additional information reported the morning the patient had a trialysis catheter placed for continuous renal replacement therapy (crrt) and they thrashed in bed, which cause pump migration leading to placement signal low alarm. The physician adjusted pump under echocardiogram and resolved the issue.

Manufacturer narrative:
Additional information received b5 and h6 updated. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: patient bleed all the access sites. The cause of major bleed most likely use issue related since withholding heparin resolved the impella access site bleed. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): patient thrashed in bed, which cause pump migration leading to placement signal low alarm but was resolved by adjusting the pump under echo. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by patient movement. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp placed to support a patient admitted in with acute myocardial infarction/cardiogenic shock. While on support, continuous renal replacement therapy (crrt) was started. The patient thrashed in the bed, which caused pump migration leading to a placement signal low alarm. The doctor adjusted the pump under echocardiogram and resolved the issue. Crrt was continued. It was noted that the patient was very oozy from all her access sites. Platelets dropped to 92 from 280. The clinical team was going to send a heparin-induced thrombocytopenia panel off later that day. Heparin was off at that time due to bleeding. The patient was going to get three units of packed red blood cells with the first being administered at that time. Despite bleeding, levophed had been weaned off and the patient's hemodynamics and labs looked great. The impella cp was explanted and the patient survived.